Event description:
During a tfn procedure, surgeon was using the flex driver to advance the set screw in the nail. The set screw stuck in the 'up' position and would not lock onto the helical blade. The surgeon used the distal screw in the nail to complete the procedure. The set screw remains in the 'up' position. The surgeon reportedly noted that the fracture is relatively stable and that leaving the set screw in the unlocked position will not present a problem. This is 1 of 2 reports for this event.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.